Event description:
Piece of hook scissor from laparoscopic scissor broke off handle while surgery being performed. An x-ray was taken after the procedure was completed which confirmed the piece was in the pt. After the medical staff consulted with the pt, the decision was made to leave the piece in the pt. She stated there was no pt injury.